Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing low blood glucose levels which resulted in a diabetic seizure. The customers blood glucose at the time of the incident is unknown. The customer reported that they were treated with glucagon shot and juice. The customer decline to troubleshoot for low blood glucose levels. The pump will not be returned for analysis.